Event description:
The hosp reported that during rewarming of the pt near the end of the procedure they noted a pink color in the water line after turning on the heater cooler. The device was changed out with no affect to the pt.